Manufacturer narrative:
During the investigation, the reported fault was unable to be confirmed and there was no noticeable physical damage. During testing, the sensor was able to detect fluid and trigger the appropriate protective measures. The reported fault occured due to teh sensor being detached from the reservoir, meaning the sensor was alarming as expected. The sensor alarm decreased the flow since it could not detect fluid in the reservoir.

Event description:
User reported the inability to control arterial flow due to being unable to exit a sensor error. The reservoir filled with volume, but the user could not return volume to the patient.